Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
The electronic continuous glucose monitor data was reviewed on 2/28/2014. Continuous glucose monitor data confirms inaccurate blood glucose values between continuous glucose monitor and blood glucose meter.